Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump turned off two days ago without previously alarming. The patient's blood glucose at the time of incident is unknown. The customer attempted to restart the device by changing the batteries and battery cap but the device would not turn back on. There was also a crack on the reservoir compartment. The insulin pump will be returned for analysis.